Manufacturer narrative:
The product has been requested. The investigation is underway.

Event description:
A user facility reported that there was a spark and broken membrane at 926 reps into a thermage treatment. The doctor reports that there is a hole at the circuit.

Manufacturer narrative:
The product was returned and evaluated. Service was able to confirm that the tip membrane is damaged. The tip was used for 926 treatments. The tip passed the flow test and failed the leak test. The tip passed the thermistor test. The tip failed visual inspection as dielectric breakdown was observed. No functional testing was done due to the burnt tip. The plant evaluation is underway.

Manufacturer narrative:
Evaluation of the treatment tip confirmed damage along the radiofrequency trace of the tip. This evaluation confirms the customer¿s account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The datacard was not evaluated so it is unclear if any errors occurred that alerted the operator. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The investigation found that the flame/spark from the tip''s membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. There is an existing CAPA for this type of complaint.